Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced intermittent elevated blood glucose (bg) levels reaching 300mg/dl. The customer stated that the high bg levels were due to foods high in carbohydrates. The customer administer manual injections to address the bg level.